Event description:
Patient thinks device is not delivering insulin because their blood glucose was 416 mg/dl. Patient self-treated high blood glucose by taking a 14-unit insulin injection, and patient switched to their back-up device.